Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 30-sep-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. She was planning essure removal and bilateral salpingectomy. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's medical history included suspected nickel allergy, hay fever, and dust allergy. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. The insertion procedure took 10 minutes. Her complaints started 3 months after procedure. She had pain in pelvis female, itching skin, itching in the legs and abdomen, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain during ovulation, pain in legs, pain in abdomen, pain in head, lower back pain, arthralgia, leg contractions, tiredness, memory loss, concentration problems, vaginal secretion, tooth problems, and bruises. The influence of essure in her daily life included work-related problems, problems with movements, relation and/or family problems. She contacted her physician. She was treated with diclofenac; dental treatments (her teeth have deteriorated severely since 2014). Essure removal, along with bilateral salpingectomy was planned. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. She was planning essure removal and bilateral salpingectomy. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.